Manufacturer narrative:
Failure analysis noted that the insulin pump had no act button response due to corroded keypad traces. There was no ramping numbers or scrolling bar moving anomaly. They were unable to verify the battery out limit alarm due to the no act button response. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 218 mg/dl at the time of incident. The customer stated that the pump alarmed battery out limit and fell in the water when their kayak flipped. The pump did not get wet but the act button was not working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.